Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Tingling hands, arms, feet, legs [paresthesia]. Burning in hands, arms, feet, legs [burning sensation]. Unsteady walking standing [balance disorder]. Loss of control in hands, arms, feet, legs [motor dysfunction]. Pain in hands, arms, feet, legs [pain in extremity]. Extensive nerve damage [nerve injury]. Numbness in hands, arms, feet, legs [hypoaesthesia]. Spasms in hands, arms, feet, legs [muscle spasms]. Dizzy, lightheaded [dizziness]. Stumbling [gait disturbance]. Frequent headaches [headache]. Shoulder aching [musculoskeletal pain]. Stomach pain [abdominal pain upper]. Case description: an attorney reported that their female client, age (B)(6), used fixodent denture adhesive, version unknown cream 1 applic, unspecified frequency beginning (B)(6) 2008, after using super poligrip original denture adhesive cream 1 applic, unspecified frequency beginning (B)(6) 2008, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, tingling hands, arms, feet, legs, burning in hands, arms, feet, legs, unsteady walking standing, loss of control in hands, arms, feet, legs, pain in hands, arms, feet, legs, extensive nerve damage, numbness in hands, arms, feet, legs, spasms in hands, arms, feet, legs, dizzy, lightheaded, stumbling, frequent headaches, shoulder aching, and stomach pain. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.